Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID ls96360-025 (226968947); product type: 0183-cannula; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus life support cannula, it was reported that upon cannulating the patient via the left groin using a cut down technique the clinician could not remove the introducer from the catheter body ( ls96360-025 multistage drainage catheter). The clinician could only retract the introducer by approximately 10cm. The decision was made to replace the cannula with another ls96360-025 and the exact same issue resulted. The clinician then decided to cannulate using a livanova rap cannula and this was successful. The patients vessel was dilated using the livanova access kit to 24fr dilation prior to cannulation. The cannula body was wetted out using saline prior to introducing the white introducer (customer protocol). The customer asked if the elasteon material of the biomedicus life support catheter has any impact on friction between the catheter body and the white introducer material. (Please detail the introducer material in the report). The customer asked for a detailed check on any manufacturing variance on the cannula body and the white introducer. Are they within specification and what is that specification (was one at the top end and the other at the bottom end to contribute to a tight fit). Please note the first catheter's being returned appears to have a textured feel to the body of the white introducer - the second catheter currently retained by the customer has a completely smooth feel. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the devices were used for a cardiopulmonary bypass (cpb) procedure. Correction b3 (date of event): the date of event is month and year valid. Correction d2 (product code), d3 (MFR name), and d3.6 (postal code): these fields have been updated. Correction section e initial reporter: the street 1 field has been updated. Correction g4.4 (PMA / 510(k) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b3: the customer cannot confirm the exact date of the event. Approximately 7-10 days prior to reporting date. The customer did not want to release the second device to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the second cannula reported had no noticeable product imperfections or damage. D. Suspect medical device 4.4 lot#: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.